Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 1627487-2019-13324, 1627487-2019-13326. It was reported that the patient was unable to enable "MRI conditional mode" on their scs system due to high impedances on one scs lead. In turn, the patient underwent surgical intervention wherein the system was explanted. Note: since it is not known which device caused the high impedances, all devices are being reported on.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.